Event description:
It was reported that the patient received inappropriate high voltage therapy and was hospitalized. Additional information was requested but not yet available. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
The patient was stable and was not hospitalized. Device reprogramming was anticipated to resolve the event. There were no adverse consequences.